Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the delivery catheter (dc) shaft bend. The reported difficulty positioning the device appears to be related to procedural conditions and a secondary effect of the dc shaft bend. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first cds was advanced; however, the device seemed to have a curve in the shaft and was diving mediolaterally when advanced. It was decided to remove this cds and replace it with another. The same steerable guide catheter (sgc) was used with the new cds. Mitral regurgitation was reduced to trace with one implanted clip. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.